Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair, after t1 of the fast-fix was deployed successful, the needle was broken when t2 was deployed, the broken needle removed from the patient body. The procedure was completed with a s+n back up device. There was a non-significant delay and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The case reports that during implantation of the t- anchors implants the t2 anchor broke and had to be removed for the patient, it is unknown if the t1 anchor was retrieved from the patient. Undated images of the device were provided for review and confirm the reported breakage. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the limited information provided the root cause of the reported breakage cannot be determined and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The t anchor implants are implantable, so biocompatibility is not an issue. If retained the patient impact beyond local irritation/discomfort, and/or migration cannot be determined. No further clinical/medical assessment is warranted at this time. A visual inspection revealed the device was returned outside of original packaging. No anchors or suture were returned with the device. The distal tip of the needle was returned broken from the shaft. The broken needle tip appeared to have been pinched several times. There was a relationship found between the device and the reported event. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.